Manufacturer narrative:
The reported product is an unknown baxter minicap. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown number of peritoneal dialysis patients experienced a sensitivity to iodine with use of the minicap. It was observed that some patients experienced an inflammatory process that formed phlegm around the non-baxter catheter, blocking the catheter completely. After the blockage had been released, this was observed to recur in some cases. It was reported a variable thickening of the peritoneal membrane as well as a color shift "towards an opaque white" was observed in ¿a larger number" of patients. Treatment for the events was not reported. At the time of this report, the patient outcomes were not reported. No additional information is available.